Event description:
The button that releases screwdriver bit was frozen. There was no adverse consequence for any pt or delay in surgery or anesthesia time reported.

Manufacturer narrative:
The screwdriver clamp was broken due to the misuse of the device. The clamps have been modified with new versions.